Manufacturer narrative:
Submit date: 7/27/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that during use on a patient, the enteral feeding spike set leaked into the pump.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A formal corrective and preventative action was opened in the manufacturing site to improve the dimensional gap between the cross spike connector and tubing to prevent leaking. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.